Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation concluded that the reported user experience of single leaflet device attachment was related to patient morphology/pathology due to a leaflet flail on the a3/p3 leaflet segment and a prolapsed leaflet. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The clip delivery system (cds) was advanced into the anatomy. A flail was noted on the anterior 3/posterior 3 (a3/p3) leaflet segment. The physician was able to successfully grasp the leaflet, with the flail, and deploy the clip. No difficulties were noted visualizing the clip and leaflet assessment was confirmed. Post clip implantation, it was noted that the clip detached from the anterior leaflet, remaining attached to the posterior leaflet. A second clip was then implanted, next to the previously implanted clip. There were no issues noted during implantation of the second clip. Post procedure, the mitral regurgitation was reduced from grade 4 to 2. There were no adverse patient effects and no clinically significant delay. No additional information was provided.